Manufacturer narrative:
The technician investigated and the account stated the side rail had broken and the pt fell out of the bed after having surgery. The technician inspected the bed and found the side rail latch was functioning as designed. The technician spoke with the pt and the pt stated he was looking over his right shoulder at the feeding device and when he leaned over the side rail gave way which caused him to fall completely out of bed. The technician spoke with the nurse and she stated the side rail was down when she entered the room and the pt was on the floor, she did not witness the event. No further information is available on the pt's condition at this time.

Event description:
The account alleged the side rail was broken and the pt fell out of the bed after just having surgery.